Event description:
While trying to run a tpn/ lipid solution this filter would clog not. Allowing solution to infuse. Several attempts were made with additional filter sets all with the same lot #, the problem occurred in all of them.